Manufacturer narrative:
The gas delivery system was returned for failure investigation. The gds was tested, and the root cause was a failure of the airflow sensor caused by u1 drifting out of calibration. Customer complaint verified.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05feb2021.

Event description:
It was reported to philips that the device had a low leak co2 rebreathing risk alarm while in use. The device was in use at the time of the event. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse evaluated the device and determined that the gds assembly required replacement. The fse replaced the gds assembly and the device successfully passed testing. The device returned to functionality and was released to be placed back into service.